Manufacturer narrative:
Device analysis: detachment visible on the hypotube, 58.5cm proximal to the distal tip. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the distal shaft proximal to the distal tip. Slight deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute integrity rx drug eluting stent to treat a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected before use with no issues noted. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the physician felt resistance when initially advancing stent through guide. He then removed system and noticed a fracture in the proximal shaft of the catheter. The device broke in two. It was mentioned that the detached portion of device does not remain in patient and was removed through guide. The stent balloon was not inflated. Patient status post-procedure is alive with no injury.